Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation on her back that was itchy. During a follow up the irritation was described as a red abrasion under the left and right rear te pads. Later, the patient reported that she was using gold bond medicated powder. During a subsequent follow up the patient reported she was allergic to nickel. The patient reported attempting to contact her doctor but was unable to speak with him at that time. She reported that the irritation may have been oozing a little as she noticed some residue on her garments. The patient ended use of the device and the final medical outcome of the rash is unknown. There is no indication that the patient received medical intervention. There was no alleged device malfunction.